Manufacturer narrative:
The customer reported problem was not confirmed. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
(B)(4). Case description: tech have issue with iui on 8015 ls unit. Case resolution: tech has 8015 ls unit one side of the iui connector is not working if he connect one unit no problem but when he connect a second unit either same side or on the other side it does not connect. Before call he check the iui on both sides said they are ok. May have a logic board issue so tech may be send unit in for repair.